Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer and healthcare professional (hcp) via a company representative regarding a patient receiving compounded baclofen (2,250 mcg/ml at 1,407.7 mcg/day) via an implanted pump. The indication for pump use was post spinal cord injury and intractable spasticity. On (B)(6) 2019 it was reported that the patient had been experiencing increased spasticity. The pump was interrogated, and the pump logs were checked. The pump had been stalling on and off since (B)(6) 2019. Per the pump logs, the pump motor stalled on (B)(6) 2019 at 5:27 pm and recovered on (B)(6) 2019 at 12:50 am. It stalled again (B)(6) 2019 at 1:20 am and recovered at 6:23 am. It stalled again on (B)(6) 2019 at 1:17 pm and recovered on (B)(6) 2019 at 12:24 am. It stalled again on (B)(6) 2019 at 3:28 am and recovered on (B)(6) 2019 at 12:25 am. It stalled again on (B)(6) 2019 at 4:03 am and recovered at 9:42 pm. It stalled again on (B)(6) 2019 at 3:16 am and recovered on (B)(6) 2019 at 1:03 am. It stalled again on (B)(6) 2019 at 7:53 am and recovered at 5:02 pm. It stalled again on (B)(6) 2019 at 8:04 pm and recovered on (B)(6) 2019 at 9:21 pm. It stalled again on (B)(6) 2019 at 10:47 am and recovered on (B)(6) 2019 at 3:50 pm. It stalled again on (B)(6) 2019 at 10:16 pm and recovered on (B)(6) 2019 at 8:21 pm. It stalled again on (B)(6) 2019 at 3:51 am and recovered at 9:28 pm. It stalled again on (B)(6) 2019 at 3:38 am and recovered at 11:01 am. It stalled again on (B)(6) 2019 at 1:05 pm and recovered on (B)(6) 2019 at 4:58 pm. It stalled again on (B)(6) 2019 at 5:54 pm; on (B)(6) 2019 at 5:54 pm a stopped pump duration exceeded 48 hours message logged; and then the stall recovered on (B)(6) 2019 at 9:03 pm. The pump stalled again on (B)(6) 2019 at 9:45 pm with no motor stall recovery noted in the logs. There were no known environmental, external, or patient factors that may have led or contributed to the issue. The patient was currently in the hospital and surgical intervention was planned, but not yet scheduled. The patient was being referred to a physician to have the pump replaced. The issue was not resolved at the time of this report. The patient status was reported as ¿alive ¿ no injury¿. No further complications were reported/anticipated.

Manufacturer narrative:
The pump was returned, and analysis found corrosion and-or wear and-or lubrication and stall due to shaft bearing. All previously reported method, result, and conclusion codes no longer apply to the event. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) via a company representative (rep) and the pump logs were provided. The logs were last change (B)(6) 2019 (examined at (B)(6) 2019) and showed a motor stall occurred and stopped pump period may exceed tube set message as well as low and empty reservoir alarm occurred; however, the print report provided did not show the dates of these events. The rep was trying to make sense of the low reservoir alarm date [(B)(6) 2019] as well as the amount that had been dispensed [60.7 ml dispensed since update] according to the logs. The rep did not know any further information besides the print report that was sent to her. It was unknown if that patient recently had an MRI. It was unknown whether this stall was active or not. The rep was redirected to follow-up with the hcp. Patient symptoms were not reported. The event date was asked and unknown regarding the motor stall. Regarding the empty reservoir, it was confirmed therapy was not intentionally discontinued. The rep was not with the patient, so no troubleshooting could be done. It was noted the patient was referred to a different hcp and they were supposed to manage this patient; however, it seemed like a refill was missed. The patient ended up coming back to their previous managing hcp but was not certain of all of those details. It was confirmed they pulled back nothing from the reservoir. The event date regarding the empty pump was also asked and unknown. No further complications were reported/anticipated.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a company representative (rep) on 2019-oct-30 and it was reported a motor stall was seen at initial interrogation and the patient did not recently have an MRI. The motor stall was active. The event date was (B)(6) 2019 regarding the motor stall. It was further reported an empty pump reservoir occurred on 2019-may-10. The rep was in the pump replacement case on the date of this report. Withdrawal symptoms were reported and the change in therapy/symptoms was sudden. The physician was replacing the pump but not aspirating the catheter and priming bolus to deliver the medication in the catheter was reviewed. Additional information was received from the rep on 2019-nov-12 and reported that they were notified the day of the replacement when they interrogated pump. It was reported that the pump was returned for analysis. On 2019-nov-13, additional information was received from a consumer via a rep indicated regarding the cause of the empty pump, the patient had trouble getting in to be refilled as he moved. The cause of the motor stall was unknown. It was also reported the pump recovered and restarted several times over the summer. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) via a company representative (rep) indicated the patient was receiving intrathecal lioresal 500 mcg/ml at 100 mcg/day via the implanted pump. It was reported the patient went through withdrawal months ago and was on oral medications. The patient thought he was managed in (B)(6) with an unknown doctor. Upon interrogation of the pump examined at (B)(6) 2019 and last change (B)(6) 2019 it showed the low reservoir alarm, empty reservoir alarm, stopped pump exceed tube set, motor stall occurred {date not provided} upon interrogation and the patient had 18 months left on the pump. It was noted there were no environmental/external/patient factors that may have led or contributed to the issue. The alarming pump was replaced on the date of this report and the doctor was able to aspirate the catheter. The issue was resolved at the time of this report and the patient¿s status was ¿alive- no injury.¿ other medications the patient was taking at the time of the event were unable to obtain, not available. The patient¿s weight was (B)(6) and medical history included traumatic head injury, stable. Additional information received from the rep on 2019-oct-31 noted the pump was picked up and boxed for return. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider via the company representative who reported that in regards to if a missed refill was confirmed, the patient did not have a refill appointment. The healthcare provider feels the patient too frail for replacement. No further complications were reported or anticipated.